Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in november 2024. H11: ninety-two (92) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations primarily consisted of cosmetic imperfections and particulate matter, including dark spots, fibers, and embedded particulates on the inlet tubing, white connectors, white spike connectors, and packaging material. Multiple samples exhibited embedded spots or imperfections on the exterior surface of the inlet tubing, while other findings included fibers, dark spots, and particulates on connectors and spike connectors, as well as occasional loose or embedded particulates within the packaging. Most observations were characterized as small, isolated, and cosmetic in nature, with no particulate matter identified within the product fluid path; one dark spot observed beneath a spike cap was specifically noted as not being in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hundred and two (102) exactamix non-vented high-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.